Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: balloon catheter tip remains in vasculature. Onset of adverse event: during the procedure. It was reported that during angioplasty in a hepatic artery, the foxcross balloon ruptured circumferentially at 10 atmospheres, during the first inflation. The balloon catheter tip detached and remains in the vasculature. The procedure was prolonged 30-60 minutes and the pt was monitored overnight. Although requested, no additional info was provided.